Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. The reported error message e433 is triggered by the generator¿s safety system and can have different technical causes. However, the cause for the occurrence of the error message could not be determined in this case. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a general routine inspection the egs-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.